Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a follow-up, a gradual increase in pacing lead impedance and high capture threshold were observed. This appears to be physiological, possibly due to encapsulation of the lead tip. The physician chose not to revise the lead. Programming change was made and patient will have closer follow-ups.